Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to reimplant the patient as of the date of this report